Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer alleging possible insulin pump under delivery. The customer¿s high blood glucose was 300 mg/dl at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer treated with manual injection. The insulin pump will not be returned for analysis.